Manufacturer narrative:
E1/additional contact name provided: (B)(6). The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the camera head, the image displayed was saturated with yellow, it was impossible to white balance it, after trying to do so, it gave error code e193. There was no patient harm associated with the event.

Event description:
The intended procedure was ear, nose, and throat surgery. The issue occurred before the intervention.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information and additional information supplied by the manufacturer and the customer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No problem detected with the image. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.